Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable.

Event description:
The fe reported a file corruption error message. This error causes the system to lock up or not to boot. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.